Event description:
Information was received from a consumer with an implantable drug infusion pump contained dilaudid with an unknown concentration and dose. The patient refused to give identifying information, so specific device information and patient medical history was unknown. It was reported that in 2014, the pump battery died before they put another battery in. The patient stated she 't get pump medication put in it until (B)(6) 2015. No patient symptoms/complications were reported.